Event description:
The patient received the scs system including 2 leads from the same lot on (B)(6) 2011. It was reported that the patient was without stimulation with amplitude stopping at perception on all programs. It was also reported that 5 invalid readings were identified. Reprogramming was able to restore stimulation and obtain the level of coverage that the patient had prior to this event. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.